Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 3.5, lab: 2.5. Results were taken within 1 hour of each other.

Manufacturer narrative:
Investigation pending.